Event description:
It was reported that the x-axis "whole" gradient cables were reversed following servicing resulting in incorrect left/right annotation on some images. No injury or misdiagnosis has been reported.

Manufacturer narrative:
A ge field engineer has corrected the misconnection and no other flipped images have been reported. Test procedures for geometry verification that allow determination of proper x-y-z gradient are included in service documentation.